Manufacturer narrative:
Initial and final MDR 1883807 - MDR 3003442380-2024-07451 - device 1 of 3. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered three infusion set cannula were crimped within 3 hours of insertion on (B)(6) 2024. The insertion site was at side of abdomen. The site area impacted by creating a hole in stomach. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion and regularly rotated the site location. No further information available.